Manufacturer narrative:
Adverse event or product problem: adverse event should have been blank for this issue an only product problem should have been selected. Outcomes attributed to adverse event should have been blank. No adverse event was included for this issue.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, accuracy testing, and field data review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data and calibrator data were analyzed and compared to an established control limit. Evaluation indicated that the patient median results and calibrator results for this lot is within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed a false positive troponin-I result while using the architect stat troponin-I assay. The customer used cutoff 0.028 (ng/ml). Sid l282002406 initial 2.808. The patient was sent to another hospital based on the high initial value for a cathlab procedure. The hospital drew new samples, (sid l282006176, l282006891) with results less than 0.010. The catheterization procedure was cancelled. Initial sample sid l282002406 was retested and was below the cutoff, less than 0.10. Due to the initial false elevated result, the patient was administered heparin and plavix. The customer stated that the patient is in good condition, and no resulting patient harm was reported due to the administration of heparin or plavix. No further impact to patient management was reported, and no further details are known.